Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4) : device disposed by facility.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in an artery below the knee. The sterling es pta balloon dilatation catheter ruptured on the first inflation at 8 atms for 30 seconds. The device was removed intact. The procedure was completed with another sterling es pta balloon dilatation catheter. There were no patient complications or injuries reported. The patient status is listed as 'good'.